Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient, no intervention was required, and a repeat procedure was performed. There was nothing unusual about the patient or the procedure, the physician used a scope to determine capsule placement, and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule.

Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient, no intervention was required, and a repeat procedure was performed as they attempted to use another capsule. There was nothing unusual about the patient or the procedure, the physician used a scope to determine capsule placement, and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule and the delivery system will be returned for investigation.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel. (B)(4) device was received for evaluation. The returned sample met specification as received by medtronic. The visual inspection found that the delivery system wire was bent. The customer reported that the capsule failed to attach. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.